Event description:
The customer called and reported a button on her insulin pump was stuck and a button error alarm was received. Customer's blood glucose was not known. The insulin pump had not been bumped or exposed to moisture. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive escape, act and up arrow buttons and a button error alarm due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked display wi ndow, cracked case at the display window corners, broken belt clip slot and a cracked reservoir tube lip.